Event description:
The excluder bifurcated endoprosthesis was implanted in 2004. Approx three months post-op, a proximal type I endoleak with aneurysmal enlargement of 3mm was identified by CT and angiogram. An excluder aortic extender was placed, successfully resolving the endoleak.